Manufacturer narrative:
Follow-up received on 09-nov-2016: the ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure node for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical vents cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain (increasingly severe pain). She underwent surgery to remove her essure coils, 5 years after insertion. This event is anticipated according to reference safety information for essure. Chronic pelvic pain may occur during essure use. Considering the absence of alternative explanation and its nature, causal relationship between this event and essure use cannot be excluded. As device removal was required, this case is regarded as incident. Other non-serious events were reported. According to the product technical analysis (lot number was not provided), product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-sep-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent sterilization. Shortly after undergoing the essure procedure, hsg test was performed and her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive weight gain, excessive migraine headaches, chronic fatigue, anxiety, depression, metal taste in mouth, excessive dental problems, memory loss, and excessive hair loss. She never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. On (B)(6) 2016 she underwent surgery to remove her essure coils. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain (increasingly severe pain). She underwent surgery to remove her essure coils, 5 years after insertion. This event is anticipated according to reference safety information for essure. Chronic pelvic pain may occur during essure use. Considering the absence of alternative explanation and its nature, causal relationship between this event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. Further information will be obtained through litigation process.